Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The medical device was not returned for analysis; therefore, a definitive root cause could not be determined. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. Based on the available information, the complaint can be confirmed for a pseudoaneurysm. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A4: weight: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: ccl director. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: it was reported that after a left heart catheterization a 6fr angio-seal used to close and was successful upon deployment. Two days post deployment a pseudoaneurysm formation occurred and a thrombin was injected to resolve. Ultrasound testing was performed to diagnose the pseudoaneurysm. After the thrombin injection the patient recovered and remained in stable condition, with no further harm. The estimated blood loss was less than 250cc. Multiple sticks were not performed to gain arterial access. The puncture site was not below the common femoral artery or a low stick.